Event description:
It was reported that on (B)(6) 2013, a pt was admitted to the hosp for pneumonia and a bd intima ii IV catheter was placed in her scalp for IV infusion therapy. The pt went home with the device in place and on the morning of (B)(6) 2013 a nurse observed that the IV catheter had broken and the retained catheter was found in the pt's vein near the insertion site. A surgeon made an incision at the IV insertion site and removed the retained broken catheter. The pt was discharged to home on (B)(6) 2013.

Manufacturer narrative:
Results: one used sample was returned for eval. Microscopic analysis of the sample revealed that the fractured surfaces were smooth and the outer and inner diameters were good and showed no signs of stretching. A review of the device history records revealed no irregularities during the mfg of reported lot number 2236214. Conclusion: an absolute rood cause for this incident is unk. However, the engineer concludes that the damage was most likely caused during the use of the device. (B)(4).